Manufacturer narrative:
Dislodgement without intervention.

Event description:
Lead dislodgement was suspected. A home monitoring report was reviewed by (B)(6) clinic on (B)(6) 2011 revealing proper system function. Review of the electrograms showed noise on this atrial lead that resulted in device mode switching. Lead impedance trends were noted as stable. The pt was subsequently brought into the clinic on (B)(6) 2011 and noise was reproducible with myopotentials. Capture and sensing were noted to be within normal ranges. At this time, the type of intervention performed, if any, is unk. No additional info is available. Should additional info become available, this event will be updated.